Event description:
Use of dexcom cgm. Sensors give inaccurate reading for example meter shows extreme low of 46 actual reading test meter is 106, receiver will not let you calibrate for 30 minutes. Sensors fail on day 5 to 7 when it should last 10 days. This is the 10 sensors in the past 3 months that has failed giving false reading or just failing. Dexcom advertised that using their cgm requires no finger sticks therefore once on the meter doctors/insurance companies do not want patient to have access to test strips. Test strips must be purchase by patient thru amazon or over the counter. Dexcom also only will replace sensors which are inserted into abdomen when doctors will tell you it can go into other sites such as arm, thighs etc. If you do not meter test for example received said 45 when my actual was 280. Going off meter I would have corrected the low which would have sent me into dka and possible kidney problems or death. With sensor failures patient must purchase out of pocket test strips to go without sensors when insurance only covers so many per 30/60/90 days. As stated, this is a consistent problem with dexcom sensors. This problem is ongoing for years since getting the dexcom system. FDA safety report ID # (B)(4).